Event description:
Taperfit / trinity revision of the stem, biolox delta ceramic head and ecima liner after approximately 7 years and 2 weeks due to a peri-prosthetic femoral fractue following a fall.

Manufacturer narrative:
(B)(4). Initial report. The reporter has stated that no additional information can be provided for this event. The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. The reporter stated that no additional information could be provided for this event. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. There has not been a malfunction or deterioration in the effectiveness of a corin device. The patient fell and sustained a peri-prosthetic femoral fracture. Therefore, no further investigation is required and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.